Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off/no power, low battery, failed battery test or weak battery alarms noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported that the buttons on the insulin pump's keypad responded intermittently. Customer also reported that the insulin pump's battery life was shorter than normal. During troubleshooting, customer reported receiving a failed battery test. Blood glucose level was 263 mg/dl at the time of the call. No further information was provided.